Event description:
User facility reported that the device was used with patient during surgical procedure. The tube was found kinked after about an hour in use. No permanent adverse effects to patient reported.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.